Event description:
It was reported that the device migrated. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. During the procedure four (4) different closure devices were attempted to be implanted in the laa of the patient with none of the attempts being successful. The fifth closure device was successfully implanted in the laa of the patient with no leaks and all other release criteria being met. There were no patient complications that were reported to have occurred. The next day the patient had a transthoracic echocardiogram performed which showed that the closure device had migrated. The patient was brought back to surgery where the closure device was successfully removed from the patient through a percutaneous approach. The patient did not experience any complications as a result of this event and is expected to make a full recovery.

Manufacturer narrative:
H6 patient code: pericardial effusion code e0619 added.

Event description:
It was reported that the device migrated. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. During the procedure four (4) different closure devices were attempted to be implanted in the laa of the patient with none of the attempts being successful. The fifth closure device was successfully implanted in the laa of the patient with no leaks and all other release criteria being met. There were no patient complications that were reported to have occurred. The next day the patient had a transthoracic echocardiogram performed which showed that the closure device had migrated. The patient was brought back to surgery where the closure device was successfully removed from the patient through a percutaneous approach. The patient did not experience any complications as a result of this event and is expected to make a full recovery. It was further reported that the patient experienced a pericardial effusion at this same time.